Manufacturer narrative:
(B)(4). The complaint sample is not available and the lot number of product involved is unknown. A search was performed of the lots delivered to the patient, with a time frame of three months before of the event date resulting in 3 lots. All companion samples were sold and distributed. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found.

Event description:
Peritoneal dialysis patient reported a fluid leak from the cassette was observed following treatment. The patient indicated that the cycler did not alarm when the fluid leak was observed. The patient reported that the cassette's plastic lining had broken. Follow up with the patient's peritoneal dialysis nurse indicated that the patient was not treated with antibiotics and that the patient remained asymptomatic. The set was discarded.